Event description:
Additional information was rec'd from a manufacturer representative. It was reported that since the fall in feb 2021 when she fell back onto her ins pocket area, pt has had intermittent stim where it will feel like stim shuts off and then will turn back on again. Pt typically doesn't check her ins with her pt programmer when these events occur, but pt doesn't think stim is actually shutting off per se because the tingling sensation of stim will return without her doing anything. Pt says that changes in stim are random and not related to any positional movements. Pt indicates they are getting heating at ins pocket site about 10 minutes after starting every charge session. This issue started after pt fell backwards onto ins area. Impedances normal on 4/22. Imaging that has been done doesn't show any migration of any components. Pt says no changes of ins position with pocket. Pt only gets heating while recharging ins. The heating gradually increases until its uncomfortable for her so she isn't really able to charge for any duration and has st opped using her scs system due to this issue. If she charges long enough, the heating will move from her ins pocket to her buttocks and down her leg. This never occurred prior to fall. Pt says heating feels internal and pt doesn't get any external symptoms. Pt says the scs system helps her a great deal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient recently had a fall on the ice. Since the fall, stimulator seems to charge ok, but seems to sputter when they turn it on. It goes off and on occasionally. Patient is having an x-ray to make sure everything is still in place, but was concerned if it cracked.